Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device powered off by itself during spo2 monitoring on a patient. The user powered the device back on and continued monitoring but the device automatically powered off again after approx. 5 minutes. There was no report of an adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. The device was tested extensively without any failures observed. The device's modem had a skewed connector. Further it was observed that the cable insulation was damaged. However, during testing this would not trigger the device to power off automatically. Proper operation was confirmed through functional and performance testing. Following repair, the device was returned to the customer. During the investigation it was found that the customer used their device with a lafayette inverter dc/ac i12. In earlier cases these modified sine wave inverters were found to cause the lifepak® 15 monitor/defibrillator to fail to power on as well as to power off intermittently. In the lifepak 15 monitor/defibrillator operating instructions a statement is available that warns the user for potentional performance degradation; physio has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user's responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter. The local service representative contacted the customer and referred them to the operating instructions. A conclusive cause of the reported issue could not be determined.